Event description:
Consumer states have been using the phillips sonicare tooth brush for 2 weeks and when I was using it today my tooth brush head snapped in to two pieces! Part of it left in my mouth causing me to nearly choke!